Event description:
Additional information was received from a manufacturer representative (rep) reporting it is unknown why the impedances were low. The rep assumed that there is a lead fracture based on potential causes for low impedances. They have done x-rays and cts that did not show visible lead fracture. They plan to replace the lead when the battery dies. The patient and family does not want additional surgeries unless necessary. So far, the rep has not felt it warranted urgent surgery unless the patient experiences pain or worsening seizures. They may re-evaluate the new left leg stiffness if the new CT imaging and eeg does not reveal a cause.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va1vcht implanted: (B)(6) 2019 product type lead product ID 3389s-40 lot# va1x8ky implanted: (B)(6) 2019 product type lead product ID 3389s-40 lot# va1x8ky implanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patients CT and eeg were normal, and the patient's leg is back to normal as well. During this leg issue initially, the physician lowered his voltage from 5.0v to 3.5v, and he has started. He had an increase in seizures, so the physician was going to let the rep know what changes she makes today.

Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, lot#: va1vcht, implanted: on (B)(6) 2019, product type: lead, product ID: 3389s-40, lot#: va1x8ky, implanted: on (B)(6) 2019, product type: lead, product ID: 3389s-40, lot#: va1x8ky, implanted: on (B)(6) 2019, product type: lead, product ID: 3389s-40, lot#: va1x8ky, implanted: on (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's left leg is becoming stiff and has a forward pulling movement when walking. This is opposite his seizures. He did start cbd oil recently but physician does not think that's the cause. No falls have been reported. Seizures have been well controlled with stimulation. Impedances were checked and patient has low impedances on two of his contacts (9 and 10) on the right lead according to the session reports so he is unable to get an MRI. They are ordering a CT and eeg. Issue is not resolved at time of report. Additional information was received via the manufacturer representative. Leg stiffness continues to be unresolved. CT is planned next week and eeg the week after. If no cause identified on imaging or eeg, next actions/steps will continue to make adjustments to deep brain stimulation and will also refer to physical therapy. Cause of impedances was reported to be possible lead fracture.